Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jun-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an impedance check showed 8-15 lead fractured and all electrodes were >10,000ohms. All impedances were normal on the 0-7 lead. It was noted the rep could not tell which lead was fractured. The patient stated they had frequent falls but none specifically affected the device that they could remember. A new group a was programmed to avoid using the fractured lead. The issue was resolved at the time of report.